Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures. An abbott service representative identified a loose trigger/pre-trigger manifold drain tubing that was not inserted in baseplate drain. Fluid accumulated in the power supply drip pan and then overflowed onto the artesyn/astec power supply quad module board (part number (B)(4)) resulting in a short circuit to the board. The replacement of the power supply quad module board by your abbott service representative returned the analyzer to normal function. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Event description:
The customer observed sparks coming from inside the architect i2000sr analyzer. No injuries occurred.